Event description:
Was using complete moisture plus contact solution. I have all the symptoms of the recall disease acanthamoeba keratitis, but cultures show fusarium keratitis. I have lost sight of left eye and will need cornea transplant when I'm free of the disease. Dates of use: 2006 - 2007. Diagnosis or reason for use: contact lense cleaner.